Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed. The instrument was placed on the in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. The instrument failed the energy delivery test. Electrical continuity test failed in one of the grips. No damage found on conductor wires. The instrument failed the continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed and the conductor wire was found to be broken at the proximal end, near the roll gear junction. There was no thermal damage observed. The complaint regarding the instrument energy not being able to be activated was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument did not deliver energy at the beginning of the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that no arcing was observed during last use.